Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) fiber optic has been broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse connected a fiber optic tester and the results were within manufacturer specifications. There were no fiber optic faults in the logs. The fse did observe fault # 37 "fill fail - dead volume calc" in the logs. The fse stated that this was a possible result of the catheter extender not being attached or kinked. The fse could not reproduce any fiber optic issues or fault 37. The iabp passed all functional testing.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: h8.

Event description:
N/a.